Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood lose policy. At the beginning of a routine home hemodialysis treatment, the operator experienced arterial access needle problems. The operator unsuccessfully attempted to recannulate the access. Treatment was terminated without rinseback, which resulted a 50cc blood loss. No medical intervention was required.

Manufacturer narrative:
The reported blood loss has been attributed to access needle issues. There is no evidence of a device malfunction. Nxstage reviewed the reported blood loss with the patient's facility. Nxstage considers this report closed.